Event description:
Philips received a complaint by the customer on the v60 indicating that the caster was loose. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the caster was loose and the customer requested assistance on how to tighten the caster. The remote service engineer (rse) advised the customer that they would need a 17mm flat bicycle wrench that would fit between the cart and caster. Resolution and disposition are pending.

Manufacturer narrative:
H10: multiple attempts have been made on 15jul2024, 29jul2024, and 05aug2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available. H11: d4 - product UDI.